Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone, however; both octrode leads showed high impedance. As received, the octrode lead had all its internal wires broken; consistent with an overstress condition or sudden event the lead was subjected while in vivo. No root cause was identified for the reported event.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32355. Related manufacturer reference number: 1627487-2020-33151. Related manufacturer reference number: 1627487-2020-33152. It was reported the patient experienced ineffective stimulation following a fall. Xray imaging identified lead migration as well as lead fractures and one anchor fracture. Surgical intervention was undertaken wherein both of the patients leads and the fractured anchor were explanted and replaced. Surgical intervention addressed the issue. Note: both anchors are being reported as it is unknown which anchor was effected.